Event description:
Customer reportedly received results of 589 mg/dl on the compact system and 153 mg/dl on a professional meter within 10 minutes. No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.